Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to recover after being inserted into a different pocket. A field service engineer troubleshooted and found the medication was loaded and displayed as failed. So, they assisted to retry the recovery after inserting it into a different pocket in the spot. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. The customer reported that issue occurred when trying to issue medication, and there was a no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.